Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the plastic connector on the adapter was noticed broken. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. It is unknown if product will be returned to maquet cardiovascular.